Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the occipital lead was fractured during explant, and 3 electrodes were left behind in the subcutaneous tissue. Physician was unable to retrieve the electrodes. The cause is unknown, but the issue was resolved. On (B)(6) 2023 the rep reported the items have been sent back and provided tracking number. On (B)(6) 2023 additional information was received from the rep. The rep reported the device was explanted due to patient request. There was no device issue, the ins had been at end of life and patient did not want the device replaced, and wanted it removed instead.

Manufacturer narrative:
Continuation of d10: product ID 3777-60 lot# serial# (B)(6). Implanted (B)(6) 2013. Explanted: (B)(6) 2023. Product type lead product ID 3777-60 lot# serial# (B)(6). Implanted: (B)(6) 2013. Explanted: (B)(6) 2023. Product type lead product ID 97792 lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(6), ubd: 13-jan-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of product ID 3777-60 , serial# (B)(6), implanted: (B)(6) 2013 ,explanted: (B)(6) 2023; found stim lead/proximal end /insulation/consistent with metal ion oxidation (mio) and conductor/broken/within 10 cm of connector area. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.